Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Concomitant medical products: 459888, lead, implanted: (B)(6) 2015; 694765, lead, implanted: (B)(6) 2008. The initial reported event of infection was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a routine device replacement the patient developed an infection. The implantable cardiac defibrillator (ICD) and leads were explanted. The system was replaced two weeks later. No further patient complications have been reported as a result of this event.